Manufacturer narrative:
The manufacturer previously reported a bipap a40 device allegedly had a ventilator inoperative condition while in patient use. The device was rebooted several times and the device stopped operating repeatedly. The patient was cyanotic and required manual ventilation. The patient was given a replacement device but later expired in the night. The patient was using the device continuous for 24 hours. Information was received by the manufacturer that the patient's cause of death was his disease state of amyotrophic lateral sclerosis.

Manufacturer narrative:
The manufacturer previously reported a follow up report MDR 2518422-2018-01732-1.

Event description:
The manufacturer received information alleging a bipap a40 device allegedly had a ventilator inoperative condition while in patient use. The patient was given a replacement device but expired later in the night. The patient was using the device continuous for 24 hours. The device has yet to be evaluated by the manufacturer's service center. A follow up report will be filed when the manufacturer has completed the investigation.